Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the sudden loss of stimulation was determined to be high impedances in all contacts of the leads; the cause of the high impedances was not determined. The healthcare professional (hcp) took fluoroscopy images but said that nothing looked out of the ordinary. The rep said the sudden loss of stimulation had not been resolved. The hcp recommended a replacement of either the leads and/or battery after testing the leads intra-operatively to determine if the leads or the battery need replacement. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reiterated that the patient's stimulation used to work great at 5 volts but now it was at 10.5 volts and they were not feeling it. Follow-up was conducted with the rep. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# unknown, product type: lead - reflects the other applicable components codes. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient went through with the battery replacement. Pocket incision, leads released from the ins, interrogated in both wens and new 97715 and showed all imp out. It was reported all impedances were out of range. Decision to replace was made. Leads were carefully removed and to be sent back for analysis. Patient stated he got good coverage from new leads. Impedances were tested and were all with in normal limits. Electrode 15 showed high 6830-9180, but not oor. It was felt potential scar tissue in area and hcp decided to proceed. All explanted product to be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of pli# 10 product ID# 97714 found no significant anomalies. Analysis of pli #20 and #30 product ID: 977a260 found stim lead/body/conductor/broken/anchor site unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/chronic low back pain. It was reported that the patient was not feeling stimulation like he used to and he was set at 9.30 and it should be really buzzing but he was hardly feeling anything since (B)(6) 2018, 1-2 days ago. Patient stated it was a sudden change in stimulation sensation. No accidents or trauma reported. Patient stated he had tried both programs and he was not feeling stimulation liked he used to on either program. Communication with the neurostimulator (ins) showed stim on. Caller was redirected to healthcare provider. Patient stated he has an appointment on (B)(6) 12 at 4pm and wanted a manufacturer's representative to come to that appointment for an adjustment. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the manufacturer representative reported that the device was in overdischarge. That patient had not been using the stimulator due to issues with the impedances being all out of range. The representative was unable to read the device with the clinician programmer or recharger. The leads were examined under fluoro and no anomaly was detected and it was noted the leads were placed at t5. The issue was not resolved at the time of the report. The patient was being scheduled to perform a physician recharge mode to recover the implant and surgical intervention was planned but had not been scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reiterated that they needed to get the ins replaced so that they could walk again. The patient was provided with warranty information. No further complications were reported.